Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In addition, the IFU states: the safety and effectiveness of the xience v stent has not been established for subject populations with in-stent restenosis. Additionally, the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a severely tortuous mid 1st obtuse marginal stenting procedure after lesion pre-dilatation with a 2.5x15mm trek balloon dilatation catheter, the 2.75x23mm xience v stent delivery system (sds) failed to cross the heavily calcified restenosed lesion. The sds was removed and the lesion dilated again with a 2.5x15mm nc trek balloon dilatation catheter. The xience v sds was re-introduced and again failed to cross the lesion. The lesion was dilated with a 3.0x20mm nc trek balloon dilatation catheter and the xience v sds was re-introduced for a third time, again failing to cross the lesion. Upon removal, resistance was felt and the stent dislodged from the balloon. Attempts were made to remove the dislodged stent with balloon dilatation catheters, but the dislodged stent could not be removed. The stent was then crushed up against the vessel wall and a stent was implanted to secure it. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: high torque floppy 2; boston scientific mail man. Guide cath: 8fj4. Delivery system re-introduced after failing to cross; attempt to implant in a restenosed lesion. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.